Event description:
It was reported that during the implant procedure, the atrial lead dislodged and exhibited a capture anomaly. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.